Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 8x2.5mm, eccentric and de novo target lesion was located in the mildly calcified and non-tortuous mid to distal left anterior descending (lad) artery. Following predilation with an unspecified balloon catheter and advancement of a 6f non-bsc guide catheter, a 12 x 3.00mm taxus¿ liberté¿ drug eluting stent was selected to treat the target lesion but was unable to cross. It was then noticed that vessel dissection occurred in the proximal lad. The stent was then retrieved completely. Another unspecified stent was used to treat the vessel dissection and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the correct device used in the event was a 2.50x12mm promus element¿ plus drug-eluting stent.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 8x2.5mm, eccentric and de novo target lesion was located in the mildly calcified and non-tortuous mid to distal left anterior descending (lad) artery. Following predilation with an unspecified balloon catheter and advancement of a 6f non-bsc guide catheter, a 12 x 3.00mm taxus¿ liberté¿ drug eluting stent was selected to treat the target lesion but was unable to cross. It was then noticed that vessel dissection occurred in the proximal lad. The stent was then retrieved completely. Another unspecified stent was used to treat the vessel dissection and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.